Event description:
It was reported that the metal tip broke off into the shoulder of the pt. It was further reported that the broken tip was not retrieved. Further, the case was completed with a half hour delay.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.